Event description:
During an endoscopic papillary balloon dilation (epbd), a cook quantum ttc biliary balloon dilator was used. Pressure was applied to the balloon then a pinhole was confirmed at papillary side of the balloon. See MDR 1037905-2012-00354. The device was replaced with a second cook quantum ttc biliary balloon dilator. This balloon ruptured at 4 atm. See MDR 1037905-2012-00355. The epbd was abandoned and a 5 french endoscopic pancreatic duct drainage (enpd) tube was placed to finish the procedure. The physician commented that this device ruptures often and indicates a low perfection level of the device. Details related to this comment and a specific quantity were requested from the medical facility. An exact quantity could not be provided. The physician communicated that balloon rupture has been experienced several times per year. In these cases, we were informed there was no impact to the patients.

Manufacturer narrative:
A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. Investigation evaluation: our evaluation of the returned biliary dilation balloon confirmed the report. During the functional test the device was deflated using a quantum biliary inflation device. Per the instructions for use the balloon was then inflated with water to 150 psi corresponding to the diameter of 4mm for this device. It was noted at the pressure of 150 psi water leaked from a pinhole in the balloon material near the proximal end and the balloon would not hold pressure. During the visual inspection it was confirmed that no section of the balloon was missing. No other observations related to this device were noted. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the additional info provided indicated the balloon did not receive lubrication prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. The activity will aid in endoscopic advancement and balloon preservation. The instructions for use contain the following note: "sphincteroplasty is associated with increased incidence of pancreatitis." Prior to distribution, a portion of the lot is subjected to a test to ensure device integrity. During this test, the outer diameter vs pressure is measured/verified. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.